Event description:
It was reported that an edwards aortic bioprosthesis was explanted after an implant duration of 4 years. No additional information was provided regarding the reason for explant or patient details, despite multiple follow-up attempts with the healthcare provider.

Event description:
It was learned that the valve was explanted due to severe prosthetic aortic stenosis and moderately severe prosthetic aortic insufficiency. Per the operative report, "over the past year, the patient has had slowly- progressive shortness of breath and fatigue. Workup demonstrated prosthetic valve deterioration with recurrent severe aortic stenosis, as well as at least moderate-to-moderately severe aortic insufficiency. She was also found to have an occluded vein graft. Overall ejection fraction was reduced from normal. Patient had evidence of biventricular failure with bilateral pleural effusions and significant peripheral edema. Re-do surgery at increased risk was offered as a therapeutic option. At surgery, transesophageal echocardiography revealed severe aortic insufficiency, as well as aortic stenosis and near-complete failure of the prosthetic aortic valve. The old prosthetic valve was inspected, it was both stenotic and frozen partially open. Patient was returned to ICU in guarded condition".

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, approximately two thirds of the sewing ring was cut off that exposed the wireform. Commissure 1 appeared pushed outwards, evident in the x-ray. Approximately 5-7mm of the free margin of leaflet 3 was cut off. The above disruptions were most likely due to mechanical damage at time of explant. The valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins, calcification was moderate at leaflet 1 and heavy at leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 6mm. At the outflow aspect, heavy host tissue overgrowth covered most of the cusp area and parts of the free margins of leaflet 2. Host tissue was minimal to moderate at the stent inflow and at stent outflow. Additional manufacturer narrative: device evaluation indicates calcification and host tissue overgrowth (pannus) as the primary causes of the reported stenosis leading to the explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Device evaluation not yet complete. Device evaluation not yet complete. Device history record review, as well as edwards' evaluations and conclusions, will be reported once complete.